Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two leads from the same lot. It was reported the pt experienced discomfort from stimulation rather than adequate pain relief. In turn, the pt underwent a rf (radiofrequency) procedure. The pt stopped using the scs system due to the proper pain relief the rf procedure provided. As a result, the pt's scs system was explanted.